Manufacturer narrative:
A system displaying the ¿replace generator soon¿ message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the eri message. The device is providing therapy.